Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and when powered on, had a white display. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. There as no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and when powered on, had a white display. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. There as no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device's user interface (ui) pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.